Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Additional info was requested and received.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, the pt reported altered color perception (sees colors darker) in the right eye.